Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 94, 108, and 234 mg/dl, and the meter bg readings were 108, 58, and 64 mg/dl, respectively.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.